Manufacturer narrative:
A visual inspection of the returned device revealed the metal shaft had been severed (163mm) distal to the proximal handle, the inner lumen had been severed (10mm) distal to the metal shaft and the outer sheath was detached from the distal handle. A section of the outer sheath was longitudinally torn at its proximal end. During analysis the inner lumen was withdrawn by the tip from the outer sheath and the stent was deployed. Visual examination of the deployed stent found no issues that may have contributed to the failure of the stent to deploy during the procedure. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a wallflex enteral duodenal stent was used during a colonic stent implant procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, "the stent was prepared to deploy but it could not be deployed. Dr. Chen tried harder to pull the sheath even the handle was broken it still can not be deployed." The patient's colon was obstructed and the physician decided to perform a colonostomy instead of using a stent device to complete the procedure. No device components were detached within the patient, and intervention was not required to retrieve the device from the patient and endoscope. "The patient does not have any complication occured during or after the stent procedure."